Event description:
The sales rep reported that during a rotator cuff repair that the plate of the expressew iii autocapture fell off into the patient's joint space. The plate was retrieved and no x-rays were needed. The surgeon used the original expressew iii to completed with procedure with no patient consequences or delay. The sales rep reported that the plate fell off after the needle was fired on the 1st attempt. The sales rep was present and confirmed that the instructions on the card were followed. The expressew iii autocapture loader was used to attach the device and he visually confirmed that the plate was assembled correctly. The loader was discarded but the gun is being returned for evaluation. See associated medwatch # 1221934-2014-00393.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek, however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed no anomalies on the device. A plate was successfully loaded onto the jaw using the loader and it did not fall off during firing. The device functioned as intended and the reported failure could not be confirmed. It is a possibility that the plate was loaded incorrectly and was damaged. Since the associated plate was not returned, it cannot be confirmed if the above mentioned cause contributed to the failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. This file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that the plate of the expressew iii autocapture fell off into the patient's joint space. The plate was retrieved and no x-rays were needed. The surgeon used the original expressew iii to completed with procedure with no patient consequences or delay. The sales rep reported that the plate fell off after the needle was fired on the 1st attempt. The sales rep was present and confirmed that the instructions on the card were followed. The expressew iii autocapture loader was used to attach the device and he visually confirmed that the plate was assembled correctly. The loader was discarded but the gun is being returned for evaluation. See associated medwatch # 1221934-2014-00393.